Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported having a rash. Patient did seek medical treatment and was advised to treat with an otc antibacterial treatment. Patient followed proper skin preparation.